Event description:
It was reported that the patient underwent a system explant procedure due to inadequate pain relief. The explanted devices will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17352499.